Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the suture break or the needle? The suture strand snapped while in use. What was being done when the device broke? The surgeon was closing the wound and pull the strand. The strand snapped and they threw it away. How was case completed? They managed to use another suture from the same batch the finish the case. Any adverse patient consequences? None. If yes, explain and indicate what medical/surgical intervention was provided.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke when closing the wound. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Unopened representative samples were returned for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile force were above the minimum requirements. Per the condition of the representative samples, no breakage was found on the sutures and the tested samples met the finished goods requirements.